Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that the reservoir was unable to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap lock properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked belt clip rails, label damage (stained) and cracked retainer. In conclusion, customer concern for retainer ring damage was confirmed during visual inspection when cracked retainer ring damage was noted. Reservoir unable to lock into place was not confirmed. P-cap locked into reservoir compartment properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.